Manufacturer narrative:
Follow-up # 2 ¿ (10/17/2014). The patient¿s test strips have been returned on 10/8/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch ping enhanced meter displayed incorrect results in the meter¿s memory. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained during a follow-up call with the reporter in response to questions raised by the medical surveillance specialist (mss). The reporter indicated that the problem with the meter had started ¿3-4 months¿ ago. She reported, for example, ¿at one time the meter showed 6.8 mmol/l at the time of the test, and later 16.8 mmol/l in the memory¿. The reporter indicated that the patient tests his blood glucose (bg) levels ¿10 times per day¿. The csr noted that the patient ¿is not consistently washing his hands prior to testing¿. The patient manages his diabetes with novorapid insulin which is administered via an insulin pump and he adjusts his bolus doses ¿based on the result obtained on the meter display at the time of testing¿ and carbohydrate intake. The reporter indicated that basal rate adjustments are made by a healthcare professional (hcp) ¿generally every 3 months¿, taking into account ¿growth and ongoing activity levels¿. The most recent basal rate adjustment ¿occurred approximately 2 months ago¿. The reporter stated the she was unsure whether results from the meter memory were taken into consideration when basal rates were adjusted. The reporter indicated that for the past year the patient had experienced ¿a lot of extreme lows and symptoms¿ including, on an unspecified date and time, ¿shaking, headache, sore neck¿. The reporter indicated that ¿low symptoms can occur several times per week¿ and the patient¿s blood glucose ¿results are consistently up and down¿. During the initial call, the reporter had linked these symptoms to administering the incorrect dose of insulin ¿based on these incorrect results in the memory¿.the reporter alleged the patient consumed food and/or drink to treat the symptoms on ¿ongoing repeated occurrences¿. The reporter denied that the patient had used any other device to check his blood glucose level at the time of troubleshooting, the csr noted that there had been no misuse of the product and the meter was not being used for the first time. The issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have obtained inaccurate results on the subject meter, administered treatment based on the alleged results, and developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (09/24/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 09/19/2014 with the following findings: the meter was tested and the primary complaint was not confirmed; however, unrelated to the issue, the meter was found to have a faded lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.